Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was higher than 740 mg/dl at the time of incident. The customer stated that he was hospitalized with diabetic ketoacidosis last month. The customer reported the cannula was bent and he was not getting any insulin. The customer reported no delivery and motor error occurred often. The reservoir will not be returned for analysis.